Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Piece of tampon remained inside: vagina [foreign body in reproductive tract]. Uncomfortable: vagina [vulvovaginal discomfort]. Went to pull it out... Piece of it must have broken off and stayed inside of her [complication of device removal]. Piece of it must have broken off, tip seemed concave: tampon [device breakage]. Consumer called stating when her daughter removed a tampon, a piece must have broken off and stayed inside of her. The tip of the tampon seemed concave instead of rounded when she took it out. No serious injury was reported.

Manufacturer narrative:
Product investigation completed on 28-apr-2021 and determined to have no manufacturing cause identified based on investigation.

Event description:
Piece of tampon remained inside- vagina [foreign body in reproductive tract], uncomfortable - vagina [vulvovaginal discomfort], went to pull it out... Piece of it must have broken off and stayed inside of her [complication of device removal], piece of it must have broken off, tip seemed concave - tampon [device breakage]. Consumer called stating when her daughter removed a tampon, a piece must have broken off and stayed inside of her. The tip of the tampon seemed concave instead of rounded when she took it out. No serious injury was reported.